Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, diagnostic output failure was observed. The physician elected to keep the programming setting previously selected. The patient was in stable condition following interrogation and will continue to be monitored.